Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. There was no reported adverse impact to the customer's blood glucose level. Customer cleared the alarm to address the issue; however a replacement pump was sent to the customer.